Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a speaker failure on the monitor; there was no sound. The device was in clinical use at the time of the event. There was no patient harm reported.